Event description:
It was reported that red alarms are triggering and going away on their own after about 10-30 sec. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The customer states that there were multiple events of red alarms not latching, the alarms generated and ended but customer states they did not latch. A philips applications specialist checked clinical audit logs (alarms generate, sound plays, alarm ends and sound ends) and determined that the device was not functioning correctly. Philips national support specialist (nss) determined that the customers reported issue was due to a software anomaly noted in (B)(4). The customer was advised that implementation of the fco fix was needed to resolve the issue. The nss confirmed implementation of recommended fco.